Event description:
It was reported that during a surgical procedure at the user facility, the tip of the plastic irrigation sleeve had split. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event of the tip cover breaking was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. However the tip covers are designed to be frangible for customer preference. This allows the customer to shorten the length of the cover easily for different procedure types. Device was not made available for evaluation.

Manufacturer narrative:
Device not received at this time.

Event description:
It was reported that during a surgical procedure at the user facility, the tip of the plastic irrigation sleeve had split. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.